Event description:
It was reported the system lost "multiple pts and images." There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.